Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2017 with the following findings: there were pump reboot events observed in the pump's black box. No damage was found to the battery cap and the cap was able to securely attach to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power interruptions observed. No damage was found to the power circuit when the pump was opened. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.